Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) accelerated the patient's ventricular tachycardia (vt) to ventricular fibrillation (vf). Also, it was reported that the heartlogic heart failure index was above threshold and far-field oversensing was observed. The ventricular rate became greater than the atrial rate and the device delivered anti-tachycardia pacing (atp) and 12 shocks, which accelerated the patient's rhythm. The rhythm was converted after the last shock. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.